Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on 09/11/2018. Device evaluation summary: a visual examination was performed on the returned, lap-band with rapidport ez and stran relief. The band shell was noted to be discolored, as it was blue in appearance. The band shell was noted to be filled with trace amounts of blue fluid. Yellow particles were noted on the inner surface of the strain relief. The port septum was noted to be discolored, as it was light blue in appearance. Needle marks were noted on the port septum. Scratches were noted on the port housing. The port tubing was disconnected from the lap-band at the ss connector for the port leak test. The anchors were noted to be deployed. A port leak test was performed, and no leakage was noted. An air leak test was performed, and no leakage was noted. A fill tube test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the end of the band tubing approximately 5.7 inches past the collar was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. The end of the band tubing was noted to be discolored, as it was blue in appearance. Green and black particles were noted on the end of the band tubing. Several non-penetrating nicks/marks were noted on the ss connector visible at the end of the port tubing. Green and yellow particulate matter was noted on the inner surface of the port holes. Needle marks were noted on the port septum. Non-penetrating nicks/marks were noted on the port housing, the port holes, and the port base. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was suspected to have a slow leak of band or port as patient not having same amount of fluid in and out at adjustment. Patient was also not feeling satiety. Leak test (methylene blue) confirmed leak at port near septum. The device was removed and replaced.